Event description:
It was reported that during a ureteroscopy procedure using the digital fiberoptic scope. The ccu stopped midway through the procedure and the hosp had to procedure another controller from new hampshire to complete the procedure. The pt was awakened from anesthesia as it took 1 1/2 hours to procure the new controller. The pt was placed back under anesthesia and the procedure was completed with no further problems or harm to the pt.

Manufacturer narrative:
The customer's complaint of the instrument not working was unconfirmed. The eval of the returned idc-1500 found the scope has an older software version of 4.20.7 installed. The scope ran connected with the test dur-d for one hour with no indication of loss of image.